Event description:
Nurse called from the physician's office to report the insulin pump alarmed motor error. Nurse was advised to clear the alarm by pressing the esc and act buttons and to verify the alarm in the alarm history. She stated it would best for the customer to call back to complete troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.